Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the delivery volume accuracy test.

Event description:
The customer's father called to report over infusion, which caused the customer to be hospitalized. The blood glucose reading at time of call was 2.0mmol/l. Troubleshooting was performed, and no damage to the drive support cap noted. It was mentioned that the customer was experiencing lows for the past two days and had even more insulin through the bolus wizard. The customer also had fever, which may contribute to lower the glucose level; however, the hospital staff did blame to the insulin pump. The programming was correct and the father did not see any discrepancies. The units remaining matched with the insulin left in the reservoir. No further information was provided.